Event description:
A customer reported the blades included in the packs have poor cutting performance. The surgeon reported having to use force to create the incision. When the knife suddenly entered the eye, the lens was hit. In order to then enter the incision, the surgeon had to "move the knife" leading to an increased incision size, a loss of accuracy, and a resistance to the entry of the cartridge for intraocular lens (iol) implantation. The procedures were completed with no postoperative consequences to the pts.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the dull knife experienced by the customer cannot be determined. Although the exact root cause for this complaint is unk, actions have been taken to the manufacturing process to reduce process variability and improved inspection methods have been added. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).